Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4, long leaflets and an enlarged atrium. One clip was successfully implanted. To further reduce tr, an additional clip was inserted and advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. The clip was deployed on one leaflet and chordae, reducing tr to a grade of 3. After deployment, it was observed that the gripper line was still attached to the chordae. Troubleshooting was performed to remove the gripper line. Upon removal of the device, the gripper line was observed to be elongated. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) appears to be related to procedural conditions (poor imaging). The reported difficult or delayed positioning (anatomy) and foreign body in patient are cascading events of the entrapment of device. A cause for the observed stretched gripper line could not be conclusively determined. A cause for the reported poor image resolution could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.